Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that she had a lead revision scheduled for (B)(6) 2015. The rep had no further information to provide even upon follow-up. The patient's indication for use was unknown.